Event description:
I was wondering if I could report what the chemo drug tamoxifen has done to me. I am (B)(6), had breast cancer and surgery on (B)(6) 2009. I had radiation by mammosite device, right after surgery. Then I started taking tamoxifen on (B)(6) 2010. I took this drug for 14 months with a tolerable amount of side effects but thought I was doing good until my left ear started plugging up in (B)(6) of 2009. I had just been to my pc for a physical, and everything was great (B)(6). But I had to go back to her, because I couldn't hear! She said it probably wasn't tamoxifen, even though my husband kept telling me "it has to be something you are taking!" All I was taking was the tamoxifen and vitamins and supplements. She told me to treat this like an allergy; claritin, nasal rinses, a humidifier, and nasal spray. I did this for a month. I finally called her back, because now my right ear was also plugged up. She referred me to an ent; did all the tests and I have 100% loss in my left ear, and 50% loss in my right. He also didn't think it was the tamoxifen. It only took from (B)(6), and I was deaf. I finally got fitted for hearing aids, (B)(6) and can hear "better" but I'm just trying to get used to them. Both the ent and the tech at (B)(6) said "inner ear damage is permanent." After the first ent told me it probably wasn't the tamoxifen, I came home and spent a lot of time researching this. I have found about 6 articles that do talk about tamoxifen and deafness. I took those papers to my oncologist and my radiologist, but they just seem to not understand this or believe it. In the mean time, I'm wearing bernafon hearing aids, which are not cheap, and trying to pretend I can hear "normally." It seems the medical profession does not know about this and it's a shame, because I have one report that says of the women over 60 that were in a study group, over 70% of them have deafness. Can someone please look into this? I mean how many women have to go deaf, before the cancer professionals at least warn us that this could happen? Sorry, but it's hard for me to understand, and then try and tell the professionals what has happened! Do you have any suggestions? I just want someone to look into this, and may be "help" other women who might have this happen to them. Thank you, (B)(6). (B)(6). Dates of use: (B)(6) 2010 - (B)(6) 2011 - 14 months. I also wrote to astra-zeneca, and they wrote back saying tamoxifen is not mfg by them.